Event description:
It was reported that fiberglass was coming off the endowrist prograsp instrument. Nothing was observed falling into the pt. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering observed that the distal end of the main tube has various scratch marks concentrated in a 1.5 inch long area, directly above the proximal clevis. A couple of the scratch marks were deep and had material removed. The scratches are randomly oriented relative to the tube axis, suggesting that they were most likely caused by instrument collisions. Conclusions:the endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences such as disconnection of the instrument tip.